Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high, out-of-range shock lead impedance measurements measuring, greater than 200 ohms. Then it would return to baseline average. No evidence of noise was seen however, impedances were able to be re-created with pocket manipulation. Technical services discussed possible causes and recommended troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported.